Event description:
It was reported, the patient's permanent procedure was extended from 1. 5 to 2 hours due to the physician being unable to implant the scs lead as a result of the patient's anatomy and unsatisfactory coverage. The physician completed the procedure with a different model scs lead and effective stimulation was obtained.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.